Event description:
Pt stated on 7/18/96 that she woke up with left breast smaller than right. Denies any trauma to area. Pt also presents with grade ii capsular contracture on left side. Impression: possible implant rupture on left side.